Event description:
The pt reports undergoing bilateral cataract surgery with implantation of the crystalens in both eyes. At one day post-op, the pt reports "glaze" in his left eye and believes that the iol has a "flaw/sheen" that distorts his vision. He also reports ocular irritation and discomfort. He has been treated with eye drops and an injection. Additional info was received from the implanting surgeon and a secondary physician. The implanting surgeon reports the pt complained of pain, glare, and edema. The pt's preoperative bcva was 20/50 with mr + 6.75 - 0.75 x 095. Postoperatively, the pt's bcva is 20/15. The pt's current mr is + 0.50 - 0.50 x 070. The secondary physician reports that the pt complained of blurry vision, foreign body sensation, irritation and anterior haze on the left optic surface. Postoperatively, the pt's bcva was 20/20+ with mr - 0.75 + 1.00 x 150. The physician notes 2 + pco and dry eye syndrome in both eyes. No intervention has been performed, however an iol exchange or yag capsulotomy is being considered.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the implanting surgeon, the root cause of the reported issue is dry eyes / meibomian gland dysfunction. According to the secondary physician, the root cause of the reported issue is posterior capsule opacification (pco), anterior haze on optic and dry eyes. (B)(4).